Event description:
Boston scientific received information that, the patient with this device and right ventricular (rv) lead experienced an atrial fibrillation (af) arrythmia and received an inappropriate anti-tachycardia pacing (atp) and shock therapy. The patient was then pharmacologically treated due to chorionic atrial fibrillation (af). During a routine follow up visit, the right ventricular (rv) lead had revealed a rise in pacing impedances greater than 125 ohms. The lead was then tested and an electrogram (egm) revealed saturated enlarged beats. All other measurements were stable and within range. A memory dump was sent into boston scientific technical services (ts) for an agent to review. No adverse patient effects were reported. Remains in service.

Event description:
--

Manufacturer narrative:
The device and lead remain implanted at this time. A boston scientific technical service consultant will reviewed the memory dump. A final report will be sent after information is received of the memory dump.

Event description:
Additional information was recieved that an x-ray was performed and no lead issue was found. A low energy shock test maybe perfomred in the near future. No adverse patient effects were reported. Remains in service.